Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and monarc were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with sacrospinous fixation, anterior posterior repair due to sui and pop. The patient experienced infection, urinary problems, and recurrence. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.